Manufacturer narrative:
(B)(4): a portion of the catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The patient was scheduled for a routine pump replacement. Upon opening the pump pocket, the catheter was severed and a granuloma appeared to have formed. The catheter was revised. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver compounded dilaudid, clonidine, bupivacaine, and baclofen.